Manufacturer narrative:
Device used for treatment, not for diagnosis. Additional narrative: event date: aesculap implant system; (2015) artificial lumbar disc. PMA p120024: FDA sumamary of safety and effectiveness data. 1-94 this report is for an unknown pdl implant (unknown quantity/unknown lot). (Other number) UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following clinical study: aesculap implant system; (2015) artificial lumbar disc. PMA p120024: FDA sumamary of safety and effectiveness data. 1-94. The trial was a prospective, multi-center, randomized (2:1), single masked, concurrently controlled, non-inferiority clinical trial to compare the safety and effectiveness of the artificial disc (activl) to one of two alternative lumbar total disc replacement control devices (depuy spine (charite) or depuy synthes spine (prodisc-l) in reconstruction of the disc at either l4-l5 or l5-s1 following single-level discectomy for symptomatic degenerative disc disease (ddd ) in subjects who had failed to improve with nonoperative treatment for at least six months prior to enrollment. The choice of control device was at the discretion of the investigator and subjects involved in the trial were specifically consented to one or the other control device prior to surgery. Subjects were evaluated preoperatively, intraoperatively, immediately postoperatively, and at 6 weeks, 3 months, 6 months, 12 months, 24 months, and annually thereafter. Subjects were treated between january 30, 2007 and december 3, 2009. The database for this premarket approval (PMA) reflected data collected through april 11, 2013 and included a total of 376 subjects treated (including both randomized and non-randomized subjects) at 18 investigational sites in the united states. Subjects were evaluated preoperatively, intraoperatively, immediately postoperatively, and at 6 weeks, 3 months, 6 months, 12 months, 24 months, and annually thereafter. Following completion of the procedure, subjects in both treatment groups received postoperative care customized to their postoperative needs and demonstrated progress. Overall success was determined based on data collected during the initial 24 months of follow-up. In the prodisc l control group, the most frequently reported adverse event was lumbar and lower extremity pain, 5 device deficiencies were implant expulsion, malposition, migration and subsidence and 3 subsequent surgical interventions. One randomized active subject died during the study. The subject died of hypertrophic heart disease with the effects of multiple drugs as contributing factors. The cec adjudicated the event as death from suicide 146 days after surgery, and they determined it was not related to the activl device. A copy of the clinical trial is submitted with the medwatch. This report involves 6 of 9 for (B)(4). This report is for an unknown prodisc-l (inferior endplate) and refers to the reportable malfunction of 3 unknown patients who experienced 1 malposition, 1 migration and 1 subsidence.